Manufacturer narrative:
The reported event was confirmed ¿ manufacturing related. The product had caused the reported failure. Based on the evaluation, observed there was a foreign material attached at the connection of the sample port. A visual inspection was conducted, revealing that the foreign material originated from the catheter polysleeve. Evidence of tearing was noted on the polysleeve, indicating it as the source of the contamination. This issue is confirmed to be related to the manufacturing process, as the connection area is part of that process. A potential root cause of this failure could be the operator¿s handling method during the assembly of the sample port to the drainage tubing of the drainage bag/umb, which may cause the polysleeve to get caught between the sample port and the drain tube. The labeling and instructions for use were found to be adequate. A review of the manufacturing process indicates that the process is capable of producing of this type of defect. However, current in-process controls per pfmea are adequate to identify the defect or verify the product integrity. Corrections: d, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after opening the foley tray product there was a blue plastic stuck at the connection point between the bag and catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after opening the foley tray product there was a blue plastic stuck at the connection point between the bag and catheter.